Event description:
It was reported that telemetry could not be established when using the rf wand during an attempt to interrogate the device. There were no adverse events for the patient. A firmware download will be performed at the next follow-up visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that the patient presented in clinic for follow up where a download was performed. There were no adverse events for the patient.